Event description:
It was reported that the patient presented with a right ventricular lead that exhibited post sensed t-wave over-sensing. No intervention was performed. There were no patient consequences.